Event description:
It was reported that the patient's implantable neurostimulator (ins) "only" lasted 1.5 years as opposed to her previous one at "appr oximately" 7 years, and was replaced. Patient was noted to have felt stimulation prior to the revision. Additional information received indicated the issue "seemed to be an intermittent short".

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2003 (B)(6), product type extension, product ID 7435, serial# (B)(4), product type programmer, patient product ID 3550-09, lot# n189987, implanted: 2010 (B)(6), product type accessory, product ID 3487a-33, lot# j0343688v, implanted: 2003 (B)(6), product type lead. (B)(4).